Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 277mg/dl. The customer stated that he forgot to give a bolus for a meal and his blood glucose went up. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.